Event description:
It was reported that a part of the electrode array, namely channels 7 to 12, were inserted into the semicircular canal. The patient was responding to channels 1 to 6, which gradually became in status hi, as per in situ measurements. There was no improvement in performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.